Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. Visual inspection found that the direction of flow label was missing. The direction of flow label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "missing label under door". There was no patient involvement. No additional information is available.